Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown, the device was unable to deliver therapy. No further information was available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. No accessories were returned for review. The errors observed within the logs self cleared during testing of the device. The device was replaced at the request of the customer. No trend is associated with reports of this type.